Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure sensor failed. It was reported that there was no patient involvement at the time the issue was discovered. An authorized service provider (asp) confirmed that the device required a gas delivery system (gds) replacement. After installing the gds and performing a performance verification test (pvt) per philips standard and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The removed gds was returned to the product investigation lab (pil). The gds with connection to the standard test bed (stb) operated without any issues at the pil. In addition, the pil technician verified passing results for the pressure accuracy test performed on the suspect gds. The pil technician could not duplicate the reported failure and concluded that the gds functioned as designed. No fault was found. Added UDI to d4.

Manufacturer narrative:
The removed gds was returned to the product investigation lab (pil). The gds with connection to the standard test bed (stb) operated without any issues at the pil. In addition, the pil technician verified passing results for the pressure accuracy test performed on the suspect gds. The pil technician could not duplicate the reported failure and concluded that the gds functioned as designed. No fault was found.